Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, the medial plate and 4 screws were removed in a revision surgery on (B)(6) 2021 due to pain/irritation associated with the plate. The device was not returned to the manufacturer for evaluation. The device history records for the sk14 were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The dorsal plate remains implanted in the patient. There was no indication of lucency and no deficiencies were found with any tmc hardware. Although a number of things could have contributed to what was reported, additional information from the surgeon indicates that the nerve irritation was due to the nerve's proximity to the plate. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, the medial plate and 4 screws were removed in a revision surgery on (B)(6) 2021 due to pain/irritation associated with the plate. No other patient outcomes were reported as a result of this event.